Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that on (B)(6) 2024, patient experienced that infusion set fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for 5-6 hours. The blood glucose level of the patient was 130 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.